Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored a no therapy event, stored two signal artifact monitor (sam) episodes, and disabled the respiratory rate trend (rrt) sensor on (B)(6) 2025 due to noise on the right atrial (ra) and right ventricular (rv) channels. The noise occurred on both channels simultaneously and appeared consistent with electromagnetic interference (emi). Additionally, there was no other evidence of noise or lead issues since (B)(6) 2025. Technical services (ts) discussed troubleshooting options and possible causes and recommended bringing the patient in-clinic for further evaluation. This crt-d system remains in service. No adverse patient effects were reported.